Event description:
Oversensing with inappropriate shock was observed in the rv lead via home monitoring. Programmer checks revealed constant noise contamination. As the patient had a limited life expectancy due to cancer, it was decided to only change the setting of the vvi40 to detection off and not to take any action such as explanting. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 30, 2024 and april 18, 2024 recorded the stable pacing impedance around 400 ohms. Furthermore the shock impedance showed slightly varying values between approx. 90 ohms and 110 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing and in particular in episode no. 3610 from april 18, 2024 to ICD charging and shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.